Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced "spells" and blacking out. Follow-up with the clinic revealed that the patient also complained of experiencing fatigue. Reprogramming was done for their implantable pulse generator (ipg), and the device remainsin use. No further patient complications have been reported as a result of this event.